Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The motor passed the motor test. The displacement test functioned properly. The test mini link transmitter with the glucose sensor simulator communicated and calibrated properly to the pump. The pump was programmed with a sensor glucose value and registered properly in the sensor update history. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the reservoir tube window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 50 mg/dl and high blood glucose of over 400 mg/dl. Customer reported of not receiving calibration errors. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer was tired and not felling well. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks and one tiny air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. Customer also reported that insulin pump was cracked at reservoir compartment. Insulin pump would be replaced.